Event description:
When removing IV catheter from pt the catheter hub was attached to tegaderm IV dressing but no IV catheter was attached to hub. Tourniquet was applied to pt to prevent migration of IV catheter. Catheter was surgically removed from pt.